Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray images show the telescoping lag screw has advanced medially and the threaded end of the lag screw has broken through the cortex of the superomedial femoral head to extend into the hip joint space. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). UDI # - (B)(4). Concomitant medical product: - a 4.3mm crowe point twist drill, cat#: 27984 lot#: ni. A 3.2mm x 460mm cocr thd tip, cat#: 14-441054, lot#: ni (qty 2). Ti-dble lead cort 5.0x38mm scr, cat#: 14-405038 lot#: 325220. Ti-dble lead cort 5.0x34mm scr, cat#: 14-405034 lot#: 514700. Troch nail long 11mm right, cat#: 28336 lot#: 627050. Bead tip guide wire 3.0x98cm, cat#: 27922 lot#: 287670. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted.

Event description:
It was reported that the patient underwent a hip fracture nail procedure, and radiographs taken approximately two and a half months post-implantation revealed that the lag screw had compressed through the bone and backed out.